Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verioflex meter was displaying an ¿error 2¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to confirm when the alleged error message began to appear. The reporter informed the csr that the patient does not take any medication to manage her diabetes and claimed the patient continued to follow her usual diabetes management routine in response to the alleged issue. The reporter claimed the patient developed symptoms of feeling ¿shaky and dizzy¿ a few seconds after the alleged issue began but denied the patient received any medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr confirmed the correct test strips were being used for testing and the correct testing process was being followed. The csr walked through a retest and the alleged error message was not reproduced. The alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged error message began to appear. The subject meter could not be ruled out as a cause or contributor to the event.